Event description:
After a difficult insertion of the IV catheter device, a portion of the device was noted to have been severed. The reporting facility states that the device was removed because fluid would not infuse at the site. After removal, a portion reported to measure approximately 1/4 inch was noted to have been severed. The clinician noted that the insertion was difficult and that the severed portion was found to be located subdermally and not in a vein. Another subsequent attempt at access was successful, and no difficulties were reported at the new site.